Manufacturer narrative:
Investigation summary: the device was visually inspected and with the first visual inspection that was performed, it was observed that one of the splines was stretched/bent. Then, a second visual analysis was performed, and it was found that a spline was stretched/bent and there was damage to rings #11 and #12 and that ring #11 was detached and moved from original place. Polyurethane (pu) residue was observed on ring #11. The damages observed might be related to the efforts of the physician pulling the pentaray nav high-density mapping eco catheter. According to the picture provided by customer, the pentaray nav high-density mapping eco catheter it was observed through x-ray and one of the splines was bent. Customer complaint was confirmed with pictures provided. The instructions for use (IFU) states that pentaray nav high-density mapping eco catheter should not be used in patients with prosthetic valves. It is also stated that careful manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. A manufacturing record evaluation was performed for the finished device 30180613l number, and no internal actions related to the complaint was found during the review. The customer complaint has been verified. Based on available information, the failure mode does not appear to be caused by any internal biosense webster, inc. Processes. The instructions for use (IFU) states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. Manufacturer's reference # (B)(4).

Event description:
It was reported that a female patient underwent an atrial flutter (afl) procedure with a pentaray nav high-density mapping eco catheter for which biosense webster, inc¿s product analysis lab identified the spline stretched and rings #11 and #12 were damaged. It was initially reported by the customer that the patient underwent an atrial flutter (afl) procedure (radio frequency catheter ablation) and mitral valve repair (op). The patient had a history of surgery and the physician was informed in advance of the pentaray nav high-density mapping eco catheter restriction. The physician said it was okay because he thought right atrium target was not related to the surgical site and that he would be careful if he approached left atrium. After tachycardia induction, physician mapped the left atrium and was warned of the possibility of the pentaray nav high-density mapping eco catheter being stuck in mitral valve surgery site. Despite the warning, the pentaray nav high-density mapping eco catheter was used and the pentaray catheter got caught in the mitral valve. The physician pulled the pentaray nav high-density mapping eco catheter and the spline stretched. The physician was advised not to pull any further as the spline could break. The physician pushed the mechanic valve with an ablation catheter, and it came out naturally. On august 29, 2019, additional information and a photograph was received from the customer and it was reported that there was no excessive manipulation, that it was very gentle. The mitral valve was normal and there was no patient consequence. The issue of medical device entrapment issue is not MDR reportable since there is evidence of a product malfunction, however the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On september 24, 2019 the biosense webster, inc. Product analysis lab received the device for evaluation. Initial visual analysis found that the spline was stretched/bent. The issue of a stretched/bent spline was assessed as not MDR reportable since the device integrity was maintained and no internal components exposed to patient. The most likely consequence is an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On october 10, 2019, during a second visual analysis, it was confirmed that the integrity of the device was compromised. These findings were reviewed and determined to be MDR reportable as a malfunction. This event was originally considered not MDR reportable, however, biosense webster, inc. Became aware of a reportable malfunction through visual analysis on october 10, 2019 and have reassessed this complaint as reportable. Therefore, the awareness date for this reportable lab finding is october 10, 2019.